Manufacturer narrative:
Reference medwatch 2032227-2014-64788 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 496 mg/dl. His sensor glucose reading was 260 mg/dl. His sensor and blood glucose readings were inaccurate. He received calibration errors. The product was not returned. Nothing further to report.